Manufacturer narrative:
(B)(4). Date sent: 05/23/2016. (B)(4). The analysis results found that the mcm20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 7 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: was there bleeding when the plastic component in jaws of device damaged the right hepatic artery? Yes. If bleeding occurred, please quantify the amount of bleeding. About 100 cc was it necessary to give the patient any blood products? No. How was bleeding controlled? With another clip using a new device and clamping the artery. Was bleeding controlled during this same procedure? Yes. If not, when was bleeding controlled? Was patient brought back to surgery to control the bleeding (reoperation)? No. Was there any change to procedure or post-op patient care? No. Was the lot number h4j20h or m4j20h (as the lot number h4j20h was invalid, but m4j20h was a valid lot number)? Soon will be returned back the device.

Event description:
It was reported that during a hepatectomy procedure, during the intervention, while was applied the clip, the device damaged the right hepatic artery. The plastic component, placed under the prongs of the device, cut the tissue. In addition the stem seemed to not being fixed properly and moved excessively respect the stem. Repository number. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.